Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose exceeded 600 mg/dl. The customer experienced gagging as a result of the hyperglycemia. The patient treated via insulin pump bolus. He also increased his basal settings since his blood glucose remained above the 200 mg/dl range for the past 2 days. However, the customer inevitably experienced a low blood glucose value of 60 mg/dl. He felt light-headed in relation to the hypoglycemia. The customer did not allege that the insulin pump over-delivered, but he recalled insulin dripping from the end of the set before connecting at their site. Further troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.